Event description:
Device malfunction: none. Symptoms/ae: abscess at groin site. Time of symptoms/ae: after vessel closure. It was reported that a physician trained in the use of the proglide device achieved arteriotomy closure of the right common femoral artery after an interventional procedure. There were no reported device or procedural issues. Three to four weeks post procedure, the patient developed an abscess at the right groin arteriotomy site and is currently being treated with IV vancomycin. Though requested, no additional information was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.